Event description:
It was reported that during testing at the user facility the device overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the presence of foreign debris contamination within the device. Damaged bearings were also noted within the device.